Manufacturer narrative:
(B)(4).

Event description:
Procedure type: according to the reporter: during the intervention (celioscopy) one of the two plastic parts situated near the golden articulation got split in two. The device dismantled itself. All pieces were retrieved. The case was extended by more than 30 minutes.